Event description:
It has been reported that during the procedure that valve of this device dislodged. However, the case was able to be completed with this device. The patient is reported to be fine and the device is being returned for analysis.